Manufacturer narrative:
The pump was received with a blank display due to battery tube power connector not connected properly to j7/pcb 1. Connected power connector and continued testing. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer also stated that the display did not returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.